Event description:
The customer reported a double bulge in the silicone segment; a photo of the set was provided. The set had been in use for 1 day and was infusing amiodarone at 33.3 ml/h via a 20 gauge peripheral IV when the nurse was alerted by the alarming pump module. The customer stated the pump read "tubing malfunction". The customer also reported that there were no IV push medications or flushes given during the time the set was in use. There was no report of pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report two balloons in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced the balloons within the silicone segment at 8 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. It was also identified during testing that the balloon farthest away from the silicone segment's upper fitment, positioned directly over the upper pressure sensor, caused an "occluded fluid side / empty container" error in a test pump. Because the customer stated that no IV pushes or flushes were administered, the root cause could not be identified. Past investigations determined ballooning has occurred when an IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.